Event description:
It was reported that a smiths medical ventilator unit doesn't turn on. No adverse patient effects were reported.

Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus . The complaint of unit would not turn or power on was confirmed. The physical aspect of device revealed a bowed front panel and corroded battery compartment with push buttons not dressing. When testing the device on connection with oxygen and battery testing, the complaint was verified and isolated to low battery and corroded compartment. Action was taken to replace battery and install a new pm kit. Device passed all functional testing.

Event description:
Investigation completed and summary in h 10.